Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using four prostyle after a right leg intervention using a 6f sheath, upsized to 7f. Reportedly, the needles did not connect with the cuffs. Another prostyle suture was used to achieve hemostasis with the knot successfully advanced to vessel wall. Oozing was noted; that was not bleeding. Due to use through a stent graft for this patient, a second prostyle suture was deployed as a precautionary measure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.